Event description:
It was reported that a pump had a system error 345, during infusion. The event occurred on (B)(6) 2013 in the in-patient care area. It was stated that medical intervention was necessary. The error stopped the infusion, cma shut off the device, as stated on the device, and restarted in fusion. The error occurred again. The infusion ws stopped for approximately 5 minutes. The device was removed and exchanged with another pump.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete a supplemental report will be submitted.